Manufacturer narrative:
Date rec'd by MFR: 18mar2019. The customer reported that the flow sensor was replaced. Subsequently, the unit passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(4) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports failed performance verification test (pvt): air flow testing. No patient/user harm reported. The event date was not specified; estimate used.